Event description:
It was reported during a pci procedure, the maverick2 monorail ruptured at 12 atms on the initial inflation. The balloon was being used for predilation. The 90% stenotic lesion was located in the distal left circumflex (lcx) coronary artery. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported as "good".